Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump, but the customer was unable to successfully load the cartridge. As a result, the case was escalated for further troubleshooting, and the customer was advised to rely on multiple daily injections (mdi) until the issue could be resolved.